Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and cracked lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 139 mg/dl. The customer reported physical damage on the insulin pump by the reservoir compartment. The customer also reported a scratch on the screen of the insulin pump. Troubleshooting was done. The customer reported falling on the insulin pump. The customer also reported that they had issues reading screen of the insulin pump because of the scratches. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.